Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A bipap auto series assy device was returned to a service center with no initial alleged complaint. During the evaluation of the device, the service technician observed evidence of foam and error code e053 (err_comp_log_sem_timeout) was found. The device was scrapped by the service center after the evaluation was completed. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On previously submitted report, report source (rfb) in box g was incorrect. Section type of report source (rfb) in box g has been updated/corrected in this report.